Event description:
A customer contacted beckman coulter (bec) reporting that while changing the carbon dioxide (co2) electrode on the unicel dxc 600 pro synchron chemistry analyzer, the customer accidentally hit the alkaline buffer tubing (tube # 32) connected to the electrode, which popped off and caused a small amount of fluid to spray in the customer's mouth and face. The customer wasn't sure if the fluid went in her eyes. The customer rinsed her eyes for 10 minutes in the eye wash station and sought occupation health and safety. The customer also took the material safety data sheet (msds) for alkaline buffer and went to the emergency room (ER). The ER rinsed her eyes with saline and examined her eyes for erosion. There was no erosion and the customer was sent back to work. The customer was wearing a laboratory coat and gloves but did not wear a face shield or safety glasses at the time of the incident.

Manufacturer narrative:
Failure mode is use error. The customer was changing the co2 electrode and accidentally hit the tubing causing it to pop off. The customer was wearing a lab coat and gloves but did not wear a face shield or safety glasses at the time of the incident. There was no instrument malfunction. Service was not requested for this event. Per safety notice referenced in instrument information for use (IFU): "all biohazard precautions should be observed when doing maintenance, service, or troubleshooting on the system. Always wear appropriate personal protective equipment, and wash hands after working on contaminated portions of the system." No instrument malfunction.